Event description:
It was reported that the device would not power on. No additional information was provided. No patient involvement was reported. During physical inspection, it was found that there was a delaminated downstream occlusion seal

Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. Device was visually and functionally tested but the customer reported complaint could not be confirmed. Upon further investigation, the downstream occlusion (dso) seal was found to be delaminating and the upstream occlusion (uso) seal was buckling. The dso and uso seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.